Event description:
It was reported via repair work order that the bed had no power due to a damaged power cord with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: part on order.

Event description:
It was reported via repair work order that the bed had no power due to a damaged power cord with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
..